Event description:
It was reported that during a stenting treatment procedure, stent damage occurred.the lesion was located in the left anterior descending artery. The 32mm x 2.75mm taxus element stent delivery system was advanced but unable to cross the lesion. It was noted that the stent had become damaged. The stent delivery system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in the left anterior descending artery. The 32mm x 2.75mm taxus element stent delivery system was advanced but unable to cross the lesion. It was noted that the stent had become damaged. The stent delivery system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device analysis determined that no damage was noted to the stent, however, inner and outer lumen kinks were noted. A visual and microscopic examination found that the inner and outer lumens had kinked approximately 43mm proximal from the proximal edge of the proximal balloon bond. No other kinks or damage were noticed along the shaft of the device. No damage was noted to the stent. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)